Manufacturer narrative:
(B)(4). Date sent: 7/23/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event-only event year known: 2020; captured as citation date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the author/surgeon believe that the neuwave devices mentioned in this article caused/contributed to the reported events in the article? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article title: a new sequential treatment strategy for multiple colorectal liver metastases: planned incomplete resection and postoperative completion ablation for intentionally-untreated tumors under guidance of cross-sectional imaging. Authors: masayuki okuno, yoshikuni kawaguchi, mario de bellis, eduardo a. Vega, steven y. Huang, kamran ahrar, sanjay gupta, jean-nicolas vauthey, bruno c. Odisio. Citation: european journal of surgical oncology xxx (xxxx) xxx; https://doi.org/10.1016/j.ejso.2020.08.018. The present study aimed to compare the postprocedure and oncologic outcomes between patients undergoing resection and postoperative completion ablation for colorectal liver metastases (clm) and patients undergoing resection and concomitant intraoperative ablation for clm. From january 2007 through june 2018, 115 patients with clm who underwent curative-intent hepatectomy and ablation were included in the study. Of the patients included in the study, 92 underwent resection and concomitant intraoperative ablation (the intraoperative ablation group) and 23 underwent resection and postoperative percutaneous completion ablation (the completion ablation group). In the intraoperative ablation group, there were 53 males and 39 females with a median age of 56 years (range, 46-63) and a mean bmi of 28.9 kg/m2 (range, 26.0-31.4). For this group, intraoperative ablations were performed under ultrasound guidance with radiofrequency using a competitors¿ devices in majority of patients or with microwave using neuwave certus probe, certus 140 2.4-ghz ablation system (ethicon) in 6 patients. In the completion ablation group, there were 12 males and 11 females with a median age of 57 years (range, 52-68) and a mean bmi of 27.9 kg/m2 (range, 24.0-31.5). For this group, completion ablation procedures were performed under general anesthesia and CT or magnetic resonance (mr) guidance with radiofrequency using a competitor¿s device in 9 patients or with microwave using neuwave certus probe, certus 140 2.4-ghz ablation system (ethicon) in 14 patients. Complications included unspecified postprocedure complications after hepatectomy and ablation (n=5), fever (n=1) and fatigue (n=1). In conclusion, this new sequential treatment strategy of planned incomplete resection for colorectal liver metastases and postoperative percutaneous completion ablation for intentionally-untreated lesions was associated with a lower incidence of complications and better local control than the conventional strategy of resection and concomitant intraoperative ablation for colorectal liver metastases.